Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to stay properly connected to monitor) has been confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to securely stay connected to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to stay properly connected to a monitor.